Event description:
The reason for call was patient (pt) reported charging their implantable neurostimulator (ins) on their back when the controller displayed a message. The pt described the message as ¿can't reach it. Contact mdt¿. The pt could not recall the exact message. Pt stated they received the message while charging their ins. Pt also stated that they disconnected the recharger and attempted to make an adjustment when they received the message. Pt stated that they were unable to charge their implant and it would not connect. Pt mentioned that they tried to charge it 2 days in a row. Pt also stated that they were at work and did not have their external equipment available. Agent advised the pt to call back once they have their external equipment so troubleshooting can be performed.

Manufacturer narrative:
Continuation of d10: product ID 97715 (B)(6); product type: 0197-implantable neurostimulator; implant date (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.